Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown.

Event description:
It was reported that the administration set was defective. The defect was a leak. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: twenty four (24) samples were returned for investigation. The returned samples were received in used conditions without their original packaging, decontaminated and inside in a plastic bag. The complaint returned units were visually inspected under normal conditions of illumination. Samples 1 and 2 were received with damage in the pouch. The other 22 samples units did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc., that could have caused the failure mode reported. The sample was filled with 100 ml of colored water using a syringe, and no leaks were detected. Complaint was not confirmed. No discrepancies were detected. No fault was found with the device. The root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).